Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that fourteen days following the implant of this transcatheter bioprosthetic valve, a pseudoaneurysm was observed. Endovascular repair was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the right side was used for the access site of the delivery catheter system (dcs) and the inline sheath was used. The minimum access vessel diameter was 7 mm. The pseudoaneurysm was observed on the right side and the physician did not allege the injury was caused by the valve or dcs. The cause was unknown but possibly due to vessel frailty. Two non-medtronic closure devices (proglide) were used prior to noting the injury. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.